Event description:
The nurse was disconnecting the IV tubing from the power injector and fluid squirted out of the bd q-syte and got in her eye. She said that they use a medrad power injector and the flow rate was 3.0 and the psi is between 100 and 150. She reported that it seemed like there was pressure built up in the line, and it made a noise like the pressure was being released when the fluid shot out.

Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)